Event description:
This is a voluntary distributor report on behalf of the customer, the conmed (B)(4) representative reported issues with the sb936-ca, detachable pouch 3x6¿, lot 6252012056, that (B)(6) hospital recently experienced on (B)(6) 2021. Information received indicates that during a laparoscopic cholecystectomy, upon detachment of bag from introducer, a black plastic piece broke off in the patient. The piece was retrieved by surgeon. It is noted there was no impact or injury to the patient. The procedure was successfully completed with no reported delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as although removed, the piece did fall into the patient.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.